Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the evacuation bypass valve (ebv) was causing the control failures. The fse replaced the ebv to address the reported issue. The repairs were verified as per service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that bf control level 1 and level 2 failed for rbc (low) after replacing the filter, lyse and diluent on their iq 200 system. There were no erroneous patient results generated. There was no change to patient treatment.